Manufacturer narrative:
The device was discarded; therefore, a failure analysis is not available and the cause of the reported event is undetermined. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.

Event description:
It was reported to boston scientific corporation in 2007 that a polyflex esophageal stent device was used during a stent placement procedure in the distal esophagus of an adult female patient (age and weight unknown) the day before. According to the complainant, the physician deployed the stent too far proximally. While trying to remove the stent, to redeploy it, he had difficulty removing the stent. The stent was finally removed using a rat tooth forceps device; manufacturer unknown]. This did not cause injury to the patient. The patient was kept in the hospital overnight with the plan to put in another stent on the following day. On original date, the physician was successful in placing a different size [23/18mm x 90mm polyflex esophageal] stent in the esophagus.